Event description:
The customer initially reported, "ECG not working." The symptom was subsequently clarified as the device failed to power up and the ac power indicator failed to indicate ac mains being plugged in.

Manufacturer narrative:
(B)(4). The customer initially reported, "ECG not working." The symptom was subsequently clarified as the device failed to power up and the ac power indicator failed to indicate ac mains being plugged in. There was no report of pt involvement or adverse pt impact. The local philips service rep evaluated the device. It was found that the printer failed in a way that caused the power pca fuse to open, resulting in the failure to power up. The local philips service rep replaced the printer and the power pca to resolve this issue.